Event description:
It has been reported to philips that the system failed to boot up. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the system couldn't boot up. Review of the log files confirmed the reported malfunction with the ippc (image processing pc). The customer performed system reset from the breaker and turned on the system but it showed intermittent display. The fse performed a hard reset of the system and monitor and performed sensor calibration of the table and c arm to resolve the issue. After the repair, the system returned to use in good working order. The codes were updated based on the investigation outcome.